Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 10/7/2016 that a customer had an issue with a prevent needle. The customer states went to use one of our syringes on tuesday and the safety lock on it was broke. Luckily we realized it before we gave the injection.